Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; foreign material was found in the connector setscrew.

Event description:
Physician had trouble with setscrew. He was unable to secure screw/lead. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.